Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system was successfully verified onsite according to company specification. No abnormalities were detected. The reported issue could not be reproduced. The technician however noticed that some patient data was missing. No clinical evaluation regarding the subjective results could be made with the current information as the healing time was not completed yet. The data provided needed to be in color. No technical root cause was identified as the product was found to be within specifications. The root cause for the clinical event could not be determined conclusively. The most likely root cause for the technical event was determined to be a use error during data transfer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported that subjective results were still very bad post photo refractive keratectomy (prk). Epithelium has not completely healed yet. The laser did not react after sending the treatment data from the laptop. The treatment had to be stopped. The data was the transferred again and the treatment could be progressed. Due to the prolonged waiting time after removing the epithelium and drying of the stroma, the treatment result may have been impacted. However, this was only detectable after full healing of the removed epithelium through prk. Upon follow up, corneal stroma was extremely dry and hilly due to unexpected delay. The stroma was moistened before ablation and was dried again with a sponge. Post-operatively the corneal epithelium is irregular.